Event description:
It was reported that the patient's hip was revised due to pain.

Manufacturer narrative:
Evaluation summary: the device was revised approximately one month after the onset of pain. No x-rays, surgical notes, or patient demographics were provided. The condition of the device is unknown. It is unknown if the device was implanted with the proper fit and orientation per the surgical techniques. It is also unknown if the patient followed the proper rehabilitation protocols. Based on the information available, it is not possible to determine a cause for this issue. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.